Manufacturer narrative:
Two similar occurrences at the same treatment facility: (B)(4): unknown ovum aspiration needle manufactured by cook australia: occurrence of hemoperitoneum on 16th october with coeliscopy to stop bleeding. (B)(4): unknown ovum aspiration needle manufactured by cook australia: occurrence of hemoperitoneum on 22nd october with coeliscopy to stop bleeding. Awaiting additional information.

Event description:
(B)(4): unknown ovum aspiration needle manufactured by cook australia: occurrence of hemoperitoneum on 22nd october with coeliscopy to stop bleeding.

Manufacturer narrative:
Assistance in gathering additional information to support the investigation was requested, and the following responses were received: ¿ please provide a detailed description of the occurrence. A: the patient after ovum pick-up had an hemoperitoneum (1.5l of blood), which had to be treated by coelioscopy. ¿ please provide patient outcome. A: bleeding stopped. ¿ please provide the rpn of the needle including the lot number. A: k-osn-1730-b-90 lot number not supplied. ¿ was there any notable damage to the needle or its tubing at opening? (Kinks, bends, perforations). A: no. ¿ was there any notable damage to the packaging of the product? (I.e. Product pouch, product box, shipping box)? A: no. ¿ was the needle pre-flushed? A: yes. ¿ was the needle used with cook approved devices? (K-dvlf-240 with filter, k-mar-5200)? A: yes. ¿ does the patient have any pre-existing conditions that could have contributed to the event? A: no. ¿ were there any notable environmental or biological factors that¿s could have contributed to the reported issue? A: no. Multiple follow-up requests were made to obtain the outstanding lot number; however, no further responses have been received to date. A device evaluation could not be performed as neither the device nor photographic evidence of the device was returned for evaluation. Review of the device history record could not be completed as a review of the manufacturing records and complaint history could not be conducted as the lot number was not supplied. Review of specifications found that there are a number of processes and checks in place which would likely identify a blunt or damaged needle prior to shipment: this issue has been previously investigated in corrective and preventative action (CAPA pr339773). A thorough investigation was conducted into manufacturing processes, temporary deviations during manufacture, needle design, design changes on single and double lumen devices over a three-year timespan; assessment of clinical factors, and evaluation of returned complaint products both in-house and by puncture strength, puncture durability and drag force test. The conclusion of the investigation was that there was no fault/non-conformance of single and double lumen devices, their labelling, manufacturing, or clinical use. However, due to the increasing trend of hemoperitoneum/bleeding complaints, a subsequent internal action (CAPA-00290) was raised on 23 july 2025 to further investigate this issue in ovum pick up needles. The latest internal action is currently under investigation. Based on the information available, a definitive root cause could not be determined from the investigation. The potential root causes are: - patient related factors. - procedural complications. We can advise that the internal documet 'clinical evaluation report for ovum pick-up needles and sets' addresses the following: - haemorrhage/bleeding is well-known and described in literature as a possible adverse event occurring from the use of any ovum pick-up needle during the oocyte collection procedure. - in conclusion, the cook ovum pick-up needles and sets are considered to be safe and effective and to be in accordance with the state-of-the-art for their intended use. After considering this event the risk associated with the use of this device is still deemed adequate. The appropriate personnel will continue to monitor for similar complaints. Two similar occurrences at the same treatment facility: (B)(4): ovum aspiration needle manufactured by cook australia: occurrence of hemoperitoneum on (B)(6) 2025 with coeliscopy to stop bleeding. (B)(4): ovum aspiration needle manufactured by cook australia: occurrence of hemoperitoneum on (B)(6) 2025 with coeliscopy to stop bleeding.

Event description:
Ovum aspiration needle manufactured by cook australia: occurrence of hemoperitoneum on (B)(6) 2025 with coelioscopy to stop bleeding.